Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the lack of detail in the returned photo. One photograph of a 4fr sl powerpicc catheter was returned for evaluation. Inspection of the photograph was unable to identify any leaks or any damage to the catheter. Biological residue was visible inside the extension tubing, indicating that the device had experienced some use. Further inspection of the photograph was unable to identify any other remarkable features. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that rupture with catheter leakage in cm 7. Statlock fixation set. Oncologic patient. Catheter implanted on (B)(6) 2024. Treatment with irinotecan. Extravasation has occurred with damage to the patient. No other information was provided.